Event description:
It was reported that approximately 20 minutes after insertion of the iab in the pt's left femoral artery, a measurement error was noted on the pump console. The balloon did not unwrap and inflate. As a result of this, the iab was removed and replaced. There were no reported pt complications.